Event description:
Boston scientific received information that this patient with implanted right ventricular lead experienced light headedness. When checked in the clinic, this lead had loss of capture at maximum outputs. No asystole noted. The impedance measurement was decreased from 750 ohms from implant to 297 ohms. Undersensing of r waves was also noted. Reprogramming was done and measured r wave of .7 mv. A lead revision was performed and it was noted that this lead was not able to pace adequately. Attempt to reposition the lead was unsuccessful as good sensing and threshold cannot be obtained. Hence, this lead was explanted and was replaced with a new lead. This lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical analysis. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. The cuttings of the insulation occurred most likely during the explantation procedure. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.